Manufacturer narrative:
Findings: unit unable to prime during the prime test due to moisture damage sensor resistor. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. No e70 alarm on alarm history screen.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 83 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.